Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of a patient with stemi of the de novo right coronary artery (rca) using a right radial access, the balance middleweight (bmw) elite guide wire could not advance the elbow shaped vessel and became detached. A .035 non-abbott guide wire was used to straighten the vessel; the guide wire proximal end was removed from the anatomy and the distal fragment was removed using a snare. There was no reported adverse patient sequela, however, the event caused a delay of 15 minutes in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.